Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 3.0 x 40 x 150 (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.